Manufacturer narrative:
The investigation of the returned coil system found the implant and pusher to be stuck inside the returned microcatheter. The implant was received stretched and separated from the pusher. The investigation found the heater coil broken from the pusher and the lead wires broken from the solder joints. No indication using a detachment controller was found on the pusher's heater coil. The monofilament was extracted from the pusher's body coil indicating the device was experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The device was tested with a lab provided v-grip controller and did not pass continuity. The pusher resistance measured "1.465mohm" (38-52ohm = specification) due to the damage to the lead wires. This condition would result in non-detachment as described in the reported complaint. The investigation of the returned device did not find any other damage or anomaly that would have caused or contributed to the reported complaint. The manufacturing process for this device has multiple functional tests performed in process and by quality to confirm the mechanical integrity of the solder joints and the electrical continuity of the pusher.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that a embolization coil implant would not detach. During retraction into the microcatheter, the implant detached. The implant and microcatheter were withdrawn together in their entirety. There was no reported patient injury, sequela, or intervention.